Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for remediation of the inlet air path assembly and removable air path foam. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additional findings not related to the issue include the rear case kit with enclosure seam gasket will need replaced due to physical damage/cracked. Customer does not want any repairs done to the unit. The unit will be returned unrepaired. The device did not pass final testing. Could not confirm failed test. Returned to technician for additional evaluation. Device did not pass testing. Return to customer unrepaired.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for remediation of the inlet air path assembly and removable air path foam. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additional findings not related to the issue include the rear case kit with enclosure seam gasket will need replaced due to physical damage/cracked. Customer does not want any repairs done to the unit. The unit will be returned unrepaired. The device did not pass final testing. Could not confirm failed test. Returned to technician for additional evaluation. Device did not pass testing. Return to customer unrepaired. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
A ventilator was returned to the manufacturer for remediation of the inlet air path assembly and removable air path foam. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additional findings not related to the issue include the rear case kit with enclosure seam gasket will need replaced due to physical damage/cracked. Customer does not want any repairs done to the unit. The unit will be returned unrepaired. Software was updated to the current version. Device did not pass testing.